Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant the lead could not be positioned. Additionally, one catheter was deformed and replaced and the other catheter could not reach the target location. The lead was replaced with a different model. No patient complications have been reported as a result of this event.